Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued. (B)(4). Upon receipt at our post market quality assurance laboratory the analysis of the returned product is not able to provide relevant information for infection-related allegations. No analysis was performed as reported allegations of infection were known inherent risk of device.

Event description:
It was reported that the patient with this right ventricular (rv) lead was part of a system revision due to infection with sepsis. The patient developed an infection that spread to the lead. No additional adverse patient effects were reported. The rv lead was explanted.